Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding the broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during central processing, the tenaculum forceps had a broken cable. There was no report of patient involvement or reported injury.